Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive battery out limit alarms which were received during normal use. Customer's blood glucose was unknown. Customer reported that the insulin pump powered off after changing battery. Customer was assisted in clearing alarm. Customer was advised that insulin pump would be replaced due to excessive alarm which lasted one week.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, and self tests. No battery out limit alarms were noted. The pump was received with cracked battery tube threads, and a cracked reservoir tube lip.